Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) USA alleging meter does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient.

Manufacturer narrative:
Follow-up # 1 (04/15/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.